Event description:
Customer is reporting pulling air into the system when aspirating through the large bore fluid delivery set packaged within their convenience kit. No samples were retained by the customer. There has been no pt injury.